Manufacturer narrative:
Final device analysis for the lead revealed the stylet coil was perforated by the stylet. Final device analysis for the stylet revealed the wire was bent.

Manufacturer narrative:
(B)(4). Concomitant medical products: stylet model unk lot# unk. Lead model 3389-40 lot# unk implanted: (B)(6) 2013 explanted: (B)(6) 2012. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead needed to be repositioned after 1 month of implant. The stylet could not be inserted into the lead so a new had to be implanted. Additional information has been requested.